Event description:
It was reported via repair work order that the bed had no power. It was also reported that the footboard had fluid intrusion from the footboard pin connector cable to the cpu board. Furthermore, it was reported that the power cord had damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.